Event description:
It was reported when user pulls the upper layer, the transparent sticky middle layer will come away with it. It has occurred several times recently and such situation seldom happened before.

Manufacturer narrative:
We have now completed our investigation into the reported complaint. As of today, no sample requested for this complaint has become available. Without a sample, we cannot confirm the details supplied in this complaint. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product. In addition a complaints history review was run using the product code and lot number supplied, there has been no further complaints reported for this issue. On this occasion, we are unfortunately unable to reach a definitive root cause of the problem reported. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that the dressing was never used by the patient, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.